Manufacturer narrative:
Based on the complaint received by intuvie end user/ distributor requested for hexfile with flowrate offset of -5%. Hexfile was sent to the distributor as requested. There is flowrate offset issue observed during testing done by end user. Investigation performed by end user but investigation is not yet performed by intuvie. As intuvie didn't perform investigation the code selected for investigation findings is "results pending completion of investigation". A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On (B)(6)2024 intuvie received a complaint via email where end user/ distributor requested for hexfile with flowrate offset of -5%. Hexfile was sent to the distributor as requested. It is determined to be a flowrate offset unknown issue. There is a value observed out of calibration during calibration performed by end user. So end user mentioned the right values they needed for a hexfile. No patient harm observed as this observed during calibration done by end user.